Event description:
Female patient with a right renal mass and a solitary right kidney. The surgeon planned to place a 12 mm port lateral to the hand port using a harmonic scalpel. In the middle of the procedure the device stopped working. Substituted harmonic scalpel with another and the procedure was completed without further incident. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.